Event description:
Baxter (B)(4) received a report that an elastomeric device had a reservoir rupture and leak before patient use. The device was filled with a solution 40 mg of amikacin in 100 ml of saline. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: baxter received one sample for evaluation. The reported condition of a rupture was not confirmed. Visual examination of the sample showed no signs of physical abnormality. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Since the product code and lot number are unknown, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.